Manufacturer narrative:
Unit passed self-test, active current test and displacement test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. All buttons function properly during testing. No blank display noted during testing. No pump error 53 alarms noted during testing. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 53 (line number 1299 file number 709) on (B)(6) 2025 06:51:00.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no damage to the keypad assembly. However, found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Confirmed pump error 53 in the pump history download, problem isolated to the pcb1 board and pcb2 board. Keypad function properly during analysis. Unresponsive keypad not confirmed. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. Confirmed moisture damage to pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer woke with the pump completely off and has been trying to repair the transmitter and get pump error 53. The customer calls with a keypad anomaly complaint. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarms, and the customer was not able to clear the alarm. Troubleshooting was performed for the keypad anomaly, and there is a response from the button. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.